Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, and a crease fold. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.